Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with cgm readings up to 400 mg/dl and a glucometer value of 476 mg/dl for approximately six hours, despite multiple infusion set changes to different sites without observed leakage or bent cannulas and no reported contributing factors such as illness, diet changes, or medications; the user¿s glucose later trended down to 350 mg/dl. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component were both characterized by insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.